Event description:
It was reported that patient presented to clinic with an adverse event of Staphylococcus Aureus infection. No allegation that the infection was device related. Subsequently, the implantable cardioverter defibrillator (ICD), right ventricular (RV) and left ventricle (LV) leads were explanted. The patient was recovering post procedure, and antibiotic therapy will be continued accordingly.

Manufacturer narrative:
The device/lead was returned and visual examinations revealed no malfunctions. A Device History Record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving Abbott manufacturing facilities. The cause of infection could not be traced to the device.